Manufacturer narrative:
Follow-up #1: date of submission 04/22/2014. Device evaluation:the device has been returned and evaluated by product analysis on (B)(6) 2014 with the following findings: during investigation, a review of the pump¿s history showed the last basal delivery was on (B)(6) 2014 and the last bolus delivery was on (B)(6) 2014. The reported date of 11/21/2013 has been overwritten in the black box. No activity outside of normal use was observed. During testing, boluses were delivered and recorded accurately into the pump history. The pump reflected 24 units after 24 hours on 1u/hr duration test. The pump was found to perform within specifications. Unrelated to the complaint, the keypad was found to be torn at the ok button. All of the keypad buttons responded appropriately during testing. The keypad was removed and no evidence of contamination was found on the key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, and stated the patient was having trouble with boluses. Reportedly, the pump was locking up and the patient was receiving ¿crazy readings.¿ there was no additional information available for this complaint. Attempts have been made by customer technical support to contact the reporter to follow-up with no success. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.